Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However the log file shows that the unit has been shut-down by the user during a running ventilation on (B)(6) 2021. During the shut-down, warning logs are triggered and suspected that there was a timing issue during the shut-down. Vyaire medical technical support is verifying to check the date and time of the incident with the customer. No root cause has been determined at this time since the investigation is still ongoing vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e screen went black and when it came back on it had switched to bipap mode automatically. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to duplicate the issue, therefore, no exact root cause has been established. Most likely it is due to software problem caused by a timing issue during the shut-down procedure. Vyaire medical initiated main electronics replacement as preventive action.